Event description:
It was reported the brake rings were bent downward resulting in the stretcher being immobile.

Manufacturer narrative:
The malfunction is likely a result of shipping damage as the stretcher was delivered to the customer in 2009.